Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system prompted validation code when attempted to issue medications. A technical support specialist confirmed that the user had database security rights as a superadmin. Upon reviewing the system settings, the specialist found that "validation code within scheduled range" and "validation code on override items only" were enabled. To address the issue, both settings were disabled, and in addition the "bypass witness" permission was activated in medbank myqlink for the user. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini nurse was unable to issue medication lorazepam 0.5 mg to the patient since a validation code was prompted. There were no adverse events or injuries reported based on this incident.